Event description:
It was reported that the patient presented in clinic with the symptoms of lightheadedness and discomfort in the throat. Upon interrogation the lead exhibited oversensing of noise. The noise was reproducible via isometrics. The noise was noted after the surgery near pacemaker location. Programming changes were made. The noise was no longer reproducible though small amplitude myopotentials were noted on electrogram. No changes in impedance, sensing and threshold were seen. The patient presented via remote transmission on (B)(6) 2017. Upon review the lead exhibited noise reversion. No potential sources of electromagnetic interference could be identified. No other electrical anomalies were noted on the lead. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. The patient was in a good condition before, during and after the procedure.